Event description:
Revision surgery - due to the patient developing a proximal femur fracture during post op; the stem subsided and the patient's hip dislocated. The surgeon cabled the femur and replaced the stem and head.

Manufacturer narrative:
Disposed of.

Manufacturer narrative:
The reason for the revision surgery was that the stem subsided and the patient's hip dislocated. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the 1st complaint against the main contributor. The root cause for the stem subsiding and the hip dislocating was reported as the development of a proximal femur fracture. There is no information reported that showed a material, design, or manufacturing problem with the product.